Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, defibrillation threshold (dft) testing was performed and this implantable right ventricular (rv) defibrillation lead exhibited a low out-of-range shock impedance measurement of 0 ohms. This rv lead was explanted and replaced. It was noted that the pace/sense portion of this implantable rv defibrillation lead was capped at implant as the patient already had an rv lead in place at that time. No additional adverse patient effects were reported.